Event description:
Reporter stated that shortly after having hernia repair surgery, he noticed hardness and swelling, he said that the hernia erupted causing strangulated testicular veins. Reporter says that he has pain during intercourse. Reporter also mentioned that the mesh has eroded from where it was inserted.